Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer experienced a low blood glucose level of 46 mg/dl. She also needed help with programming her insulin pump. The customer's most recent blood glucose level was 127 mg/dl. The product was not returned. Nothing further to report.